Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover accessory was analyzed and the complaint was not confirmed by failure analysis. Using a installation tool, the tip cover was placed on a monopolar curved scissor (mcs). The tip cover was tightly attached to the scissor and could only be removed with considerable effort. Unrelated to the customer complaint, the tip cover was found to have tears on the middle gray section and mouth. There are no signs of thermal damage present at the tear.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The tip cover accessory has been received for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the instrument was being used normally inside the abdominal cavity, the tip cover easily detached from the scissors and fell into the body and was retrieved during the same procedure. The procedure was completed with a delay of greater than 30 minutes.